Event description:
It was reported that the patient required revision surgery due to stem loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-00066; 495-22-130, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.